Event description:
The hospital representative reported an infusion pump with an 810:11 failure code which was observed during biomed testing. The hospital representative stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event.